Event description:
A baxter representative reported on behalf of the customer a sigma spectrum infusion pump that was programmed to infuse dopamine for a patient weighing 1899 kilos instead of 189 kilos. The representative stated that the infusion was started and the problem went unknown until the patient "crashed" and needed medical intervention, however the end status of the patient was unknown. The representative also stated that he believed that the spectrum pump was suppose to have an upper weight limit of 999 kilos but when he tried it on his demo device the device accepted a patient weight of 1899 kilos. No additional information is available. Patient injury reported: unknown medical intervention required : yes. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).